Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged from mid-section to the distal end of the stent, stent struts were pulled distally and stretched over the tip. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the stent. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75x38mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 2.75x38mm synergy stent was advanced to treat the lesion. However, it was noticed that the proximal part of the stent was lifted up. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75x38mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 2.75x38mm synergy stent was advanced to treat the lesion. However, it was noticed that the proximal part of the stent was lifted up. The procedure was completed with another of the same device. No patient complications nor injuries were reported.